Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard cr ilok fem-lt 62.5, catalog#: 183026, lot#: 352930; e1 vngd crl tib brg 63/67x10, catalog#: ep-183520, lot#: 148260; biomet ilok pri tib tray 67mm, catalog#: 141212, lot#: 671240; biomet finned pri stem 80x10mm, catalog#: 141316, lot#: 917340. Multiple MDR reports were filed for this event: please see associated reports: 0001825034-2018-08917, 0001825034-2018-08918, 0001825034-2018-08919, 0001825034-2018-08920. Customer has indicated that the product will not be returned to zimmer biomet for investigation, because the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent left total knee arthroplasty. Subsequently, patient has experienced pain, swelling, and limited range of motion. No revision procedure has been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.